Event description:
During a pta to a moderately calcified common iliac artery, the balloon ruptured at 6 atmospheres. There was mild vessel tortuosity and 75% stenosis in the target vessel. There were no reported patient complications. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. The intended procedure was pta of the common iliac artery in a male patient. There was moderate calcification, mild vessel tortuosity and a 75% stenosis. The balloon ruptured at 6 atmospheres. As per the complainant report, the product appeared perfect during inspection prior to use, was prepped according to the instructions for use and no anomalies were noted during prep. No additional information is available. It is unknown if any difficulty was experienced while tracking the balloon catheter to the lesion or while crossing the target lesion. There were no reported patient complications.